Event description:
It was reported that this attempted right ventricular (rv) lead exhibited an insulation anomaly because lead damage was noted during the cutting of the guiding catheter after lead placement. This rv lead was replaced and not implanted. No adverse patient effects were reported.